Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) with one cartridge during basal delivery. The customer changed the cartridge and was able to resume insulin delivery. Additionally, the customer did not observe drops of insulin exit the infusion tubing during the load fill tubing sequence. The customers blood glucose level was 130-160 mg/dl. The customer disconnected the infusion set tubing and ran fill tubing again. Reportedly, the customer did not observe drips of insulin exit the cartridge patient line. The customer changed the cartridge and infusion set and was able to resume insulin delivery.